Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the insulin pump had a button error alarm. Troubleshooting was performed. The battery was changed and the insulin pump was not responding. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received in with no button response due to corroded keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion and excessive no delivery tests due to the keypad anomaly. A cracked case, cracked reservoir tube lip, peeling keypad overlay and a scratched display window noted during visual inspection.